Event description:
It was reported that an occlusion alarm occurred. Reportedly, the alarm was cleared and insulin delivery was resumed. Customer's blood glucose ranged from 180-199 mg/dl.

Manufacturer narrative:
Other text : device not returned.